Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer's internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following the intraocular lens (iol) implant procedure, lens was replaced with monofocal iol due to patient maladaptive. Additional information has been requested.